Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the lead was removed and inserted into catheter returned with the lead. No anomalies noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the low voltage lead exhibited placement difficulty. The lead was not used and replaced. No patient complications have been reported as a result of this event.